Manufacturer narrative:
Pump had stripped battery cap coin slot, severely cracked and bleeding lcd glass, cracked case at display window corners, battery tube threads, broken case near end cap and damaged electronics.

Event description:
Customer reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.